Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. There was no reported blood glucose level related to the incident. Multiple contact attempts were made by technical support to obtain additional information regarding the issue; however, no response was received from the customer.